Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that the laser will provide a flash but it does not burn. Additional information has been requested, but none has been provided to date.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the customer was provided with guidance and instructions how to better connect the laser accessories, before the company representative performed a preventive maintenance. The system was tested and found to meet product specifications a review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an incorrect connection of laser accessories to the system. The manufacturer internal reference number is: (B)(4).